Event description:
The customer reported two (2) patients had low results for ion selective electrode (ise) with sodium (na), potassium (k) and chloride (cl) due to low anion gap values on their dxc 700 au clinical chemistry analyzer. The customer repeated the samples with normal results. The customer reported one patient results out of the laboratory, however, results were later corrected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for two patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au and indicated the customer spilled liquid down through the left side of the peristaltic pump, onto the heat exchanger and to the back of the ise dispenser. The fse also indicated the sample syringe and wash syringe were defective. As a result, the customer damaged all those parts, which required to be replaced. The fse replaced the peristaltic pump, the heat exchanger, the dispenser unit, the sample syringe and wash syringe to resolve the issue. The fse cleaned the analyzer, and customer ran qc and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).